Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d2b.: additional pro-code: hwc. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 31, 2024, the patient underwent an orif with the end cap for the tibial diaphyseal fracture. When inserting the end cap in question, it could not be inserted even though it was being jiggled around. The image showed that it was out of place as well as it should have been. The end cap came off from the screwdriver, so that it was removed by another instrument. Since the patient was elderly, the wound closure was performed without the end cap. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) end cap for tna / 5mm sterile. This is report 1 of 1 for complaint (B)(4).